Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement due to inadequate stimulation. The ipg was replaced with a magnetic resonance imaging (MRI) compatible device. The patient was doing well postoperatively, and the explanted device was kept by the medical facility.